Event description:
It was reported that the patient had greater than 4000 mode switch episodes which lasted less than one minute. Every other p wave falling into blanking suggests that the device is not staying mode switched. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.